Manufacturer narrative:
. Investigation ¿ evaluation it was reported that the stiffener of an ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove. During a biliary drainage procedure, difficulty withdrawing the trocar from the catheter was experienced. The stiffener and catheter were then removed from the patient as a unit, and a new device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the complaint history, device history record (DHR), quality control, specifications, as well as a visual inspection and dimensional verification of the returned device of the returned device, were conducted during the investigation. One used catheter and metal stiffening cannula were returned to cook for evaluation. The metal stiffener was bowed/ bent at approximately 23.5cm from the hub. The metal stiffener was able to be withdrawn without difficulty. The inner diameter and the outer diameter are within specification. The trocar was not received for evaluation. The outer diameter of the catheter was found to be within specification. The inner diameter of the catheter was found to be out of specification. It is most likely out of specification due to the manipulation of the metal stiffening cannula when attempting to remove it from the catheter. The cap and hub of the catheter were found to be within specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot revealed no relevant non-conformances. A complaint history search identified one other event reported for an unrelated failure mode. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. This lot is not supplied with an instructions for use (IFU) pamphlet. Based on the information provided, inspection of the returned device, and the results of the investigation, cook concluded the cause for this event to be component failure unrelated to manufacturing deficiencies. The inner diameter of the catheter was found to be out of the specified range; however, this could have been due to the manipulation of the metal stiffening cannula within the device. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
It was reported that the stiffener of an ultrathane mac-loc locking loop biliary drainage catheter was difficult to remove during a biliary drainage procedure on a 62-year-old female patient. The user reported that the stiffener was able to be locked onto the mac-loc catheter hub assembly. It was later noted during that the procedure that the stiffener was unable to be withdrawn from the catheter. The stiffener and catheter were then removed from the patient as a unit and a new device was used to complete the procedure successfully. The patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common name: gbo catheter, nephrostomy, general & plastic surgery, lje catheter, nephrostomy d2b - additional product code: gbo, lje g4 - PMA/510(k) #: k173035 this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.